Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 600 mg/dl. Bg was addressed with manual injections. Reportedly, the cartridge leaked from an unspecified location. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.